Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. During the procedure, the connection was noisy when the device was in operation. There were no patient consequences. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.